Event description:
A peritoneal dialysis pt identified a fluid leak while removing his tubing set after completing his treatment. He could not identify any damage on the tubing set. The pt's effluent was clear and he felt fine. Prophylactic antibiotics were not taken. The sample was discarded.

Manufacturer narrative:
The device was not returned to the MFR for physical eval. A supplemental report will be submitted upon completion of the plant's investigation.